Event description:
It was reported that the patient presented in the clinic after receiving inappropriate therapy for an svt. Noise was noted on the far field channel but not the near field channel. Myopotentials were suspected. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.